Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 2.6.0) installed on xiaomi redmi note 13 pro (android 14) with mmt-1886 780g pump (software ver. 6.5w) was conducted and confirmed the issue was not reproduced. The software did not adhere to the specified requirements and failed to perform in accordance with the expectations specified in the software requirement and specification document: (B)(4). We were unable to conduct a thorough investigation due to the lack of application logs necessary to perform a comprehensive analysis. However, based on the app analytics events the main reason for failed pairing attempts was supervisor_timeout errors thrown by os. Supervisor_timeout in substance means that the phone did not receive any messages from the pump in the defined period (approximately 30 seconds), the main possible causes for that are errors in device bluetooth stack implementation or high level of electromagnetic noise. Most likely, this is the known issue: during the pairing process, the mobile device sent incorrect data in response to a request for specific bluetooth information (known as gatt characteristics), which results in the supervisor_timeout error. The esf number that corresponds to the reported issue is: 5192632 to assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: disable cross-device service in the phone 1. On your android device, open settings. 2. Tap google, devices & sharing (or all services ), cross-device services. 2a. Or search ¿cross-device¿ from settings. 3. Make sure the use of cross-device services is off or disabled 4. Follow the instructions in the minimed mobile app to establish a pairing between the pump and phone note: once pairing is completed, cross-device services can be re-enabled. However, if the connection is lost again, you will need to disable the cross-device function to re-pair. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.